Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Oversensing due to non-physiologic signals/sic (sensing integrity counter) was noted. Sensing integrity counts went up to 6700 (within 258 days).concomitant medical products: 407645 lead, implanted (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high sensing integrity counter (sic). It was also noted that the right ventricular (rv) lead ring to rv coil measurements drop to a low value. The physician opted to continue monitoring the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that random and sporadic noise was observed on the rv lead. A new implantable cardioverter defibrillator (ICD) was implanted but the rv lead remains in use with intervention planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the impedance had been fluctuating.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed, but the lead issues did not subside. The lead remains in use.